Manufacturer narrative:
During failure analysis, the reported event of the device having wires exposed was confirmed through visual inspection during service evaluation. The device was found to have a damaged cord with exposed bare wires. The damage can occur due to improper device handling.

Event description:
It was reported during service inspection at the manufacturing facility that the connector of the core sumex drill, which plugs into the console, was missing exposing a cut in the cable and bare copper wires. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.